Event description:
The customer reported receiving white blood cell (wbc) and differential (diff) vote outs (non-numeric results) on patient samples run on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/27/2015 and observed an increased number of voteouts on wbc. There was a clogged aperture 1 on the wbc bath. To resolve the issue, the fse replaced the wbc bath, and adjusted the calibration factor following the replacement as part of instrument verification. (B)(4).